Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. Pump was monitored. All operating currents tested within spec range. All buttons function properly. However moisture damage was noted on keypad traces. No moisture damage noted on electronic assay. No damage to isolation tape on lcd board.